Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, an error message for low transmitter battery was displayed. No additional patient or event information is available. The complaint device was returned for evaluation. An exterior visual inspection was performed and passed. A voltage test was performed and failed. Share log data was downloaded and retrieved. The data was reviewed and no findings related to the customer complaint were reported. The complaint confirmation of a low transmitter battery could not be confirmed. However, a failed transmitter alert was observed within the investigation window. The reported customer complaint of a low transmitter battery is reportable based on the finding of a failed transmitter error.